Manufacturer narrative:
The device has been received for evaluation, and a follow-up report will be provided when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device received an ECG "comm error" message. Complainant indicated that there was no patient involvement in the reported malfunction.